Manufacturer narrative:
Clarification b3 (date of event): capsular fibrosis on the right side about a year ago (apparently it occurred already 2 years after the implantation). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported for right side "capsular contracture grade unknown". Also reported "lipomas" which is not device related. The device remains implanted.